Event description:
Baxter (B)(4) received a report that an infusor had a separated coil cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4) was changed to (B)(4) to more accurately capture the conclusion of the evaluation. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The root cause of this failure mode was determined to be a manufacturing defect, where the cap does not snap completely into place on the cover.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The sample has been received and evaluated by baxter personnel. Visual examination confirmed that the coil cap had separated. No repairs were performed as the device is single use and will be discarded.